Event description:
During product evaluation by a baxter service technician, an infusor pump was found to have failed the occlusion force test due to the occlusion switch being in the wrong position. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be the occlusion switch being in the wrong position. To correct this condition the occlusion switch was placed in the correct position. If any additional information is received, a follow-up will be sent.